Manufacturer narrative:
Embolism, death and mi. Device or procedural images not provided for review. Conclusion: embolism, death and mi. (B)(4).

Event description:
Two integrity bare metal stent were implanted in the rca without any reported issues. During a staged procedure three days later 2 non-medtronic stents were implanted in the lad. Approximately 3 weeks post the index procedure the patient presented with symptoms of deep vein thrombosis and pulmonary embolism. As screening was being carried out the patient suffered a myocardial infarction. It was reported that the stents were occluded with thrombosis and the patient expired. The physician has indicated that there is a possibility the patient was resistant to dapt.